Event description:
Ous MDR - after an implantation period of about 1 month, a lead dislodgement was reported. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.